Event description:
Risk mgr reported the following: heparin hung at 2018; cosigned and check by charge nurse prior to administration. Heparin 250 ml/25,000 units. Pump was properly programmed. At 2100 the pump alarmed and the entire bag had infused into the pt. The charge nurse and physician were notified. Stat ptt - 18.6 inr - 1.76. Prior to infusion ptt 12.6, inr 1.19. The physician ordered protamine sulfate to be given and to monitor the pt for signs of bleeding. Pt was admitted to ICU with a protamine infusion. On insp of the equipment it was noted that the hinge inside the pump door was broken at the top. Equipment was taken out of svc. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Although requested, logs, device, and data set have not been received. A f/u report will be submitted with failure investigation results should the logs, device and data set be received for eval.